Event description:
The customer reported dislodged right side of enclosure trigger on their affiniti 70 ultrasound system. There was no indication or harm to user or patient.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
The customer confirmed the issue was a horizontal swivel failure. It is unknown if the system was mobile when the failure occurred. The control panel trigger lock enclosure was replaced to resolve the issue. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post repair.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.